Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited low pacing impedance and noise over-sensing which causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited low pacing impedance and noise over-sensing which causing pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition" rather than "it was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition."